Event description:
It was reported that at implant the right ventricular (rv) lead had impedance of 2000 ohms and by two days post implant there was a high pacing threshold. The rv lead was monitored until following a device change out when the lead integrity alert triggered for the rv lead having oversensing and noise. Also, the rv lead threshold had further increased. It was noted that the lead trends had been stable, impedance was in the 700-800 ohms range and no noise was visible during pocket manipulation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review revealed the lead integrity alert triggered. Programmer data shows the lead integrity alert on (B)(6) 2012. Also, there was oversensing with ventricular non-sustained tachycardia less than equal to 200 ms on (B)(6) 2012 and (B)(6) 2012. There was interference/noise ventricular short interval count (v-sic) equal 26 counts avg/day, in 175.18 days, between (B)(6) 2011 and (B)(6) 2012.